Event description:
It was reported by service report that the foot end hi-lo motor would not move and it was stuck in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty hi-lo motor.